Manufacturer narrative:
The hvad is used for treatment not diagnosis. Site reported that the patient experienced power switching events, a critical battery alarm, and the battery charger would not charge from one of the ports. There was no reported patient injury related to this event. The batteries and the battery charger were replaced by the facility and returned to the manufacturer. Evaluation of the battery charger confirmed the reported not charging event for which the probable root cause is an overcurrent event which damaged internal components rendering the port inoperable. Five (5) of the eight (8) batteries returned passed visual and functional evaluation. One additional battery revealed to have a defective internal component. Log file review confirmed the occurrence of a critical battery alarm and several power switching events prior to the designed threshold. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of nine reports (3007042319-2014-00822, 3007042319-2015-03876, 3007042319-2015-03877, 3007042319-2015- 03878, 3007042319-2015-03879, 3007042319-2015-03880, 3007042319-2015-03881, 3007042319-2015-03882 and 3007042319-2015-03883) submitted for devices related to the same event.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Event description:
Approximately one year and seven months after hvad® implantation, the patient reported being awoken due to a critical battery alarm. At the time, a controller ac adapter and one battery were connected to the controller. The patient also reported that when any of his batteries are connected to the controller that he hears intermittent beeping and switching from one power port to the other earlier than expected. All of the patient's batteries were replaced; the issue reportedly resolved with the replacement devices. A preliminary review of the controller log files revealed that the patient experienced three losses of power during the week prior to the reported event. It was reported that the patient tolerated these losses of power fine. There was no reported patient injury as a result of this event.